Event description:
Patient required a berlin pump device exchange based on berlin heart's recommendation. Pump was making a sound that was abnormal according to berlin heart. Pump was exchanged with no harm to the patient. Old pump will be sent back to berlin heart for analysis.